Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pins. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.

Event description:
The following has been reported: reported pump was infusing lactated ringers, after 30cc alarmed "pump must be serviced". Did not alarm after power cycle, no patient harm. Fk rep will get logs. Facility contact ran test infusion and still alarmed service needed. 4/4 logs attached facility contact reported after cleaning twice no issues/alarms. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve). An active infusion was stopped (per log review). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.